Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the during device follow-up it was noted that capture thresholds on the right ventricular (rv) lead had increased and were high, and the r waves had decreased. The physician also commented that the serial numbers for the leads are difficult to read. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a couple of dropout beats after detection on an episode and noted occasional undersensing of r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.